Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing auto-reducing on several of her programs. Lead diagnostics revealed multiple high impedances. Reprogramming was initially able to provide effective stimulation. Follow up information identified that two days later the patient stopped receiving stimulation. X-rays were taken and showed a lead fracture and multiple invalid impedances. Surgical intervention may be pending to address this issue. Date of event is unknown.

Event description:
Follow up information identified the lead was fractured and the patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.